Event description:
The patient experienced a reduction of therapeutic efficacy. The pump was reprogrammed and the patient required hospitalization. The physician attempted to aspirate fluid from the catheter access port (cap), however it was not possible. The physician decided to proceed with a dye study by injecting fluid into the catheter via the cap. Results of the dye study were ¿ok¿; however the patient had went into a coma for 12 hours. The coma was believed to have been probably due to the bolus of drug following in injection of fluid used for the dye study. During the night the patient experienced underdosing symptoms. The physician programmed a 70 mcg bolus. The patient felt fine after having received the bolus. It was reported that no further action was planned. The status of the patient at the time of the report was ¿alive ¿ no injury¿. The pump had always contained only one drug which was baclofen. Interrogation of the pump revealed no messages of an error or issue. No volume discrepancies had ever occurred at the time of pump refills. At a later date it was reported that patient felt well; pump remains implanted.

Manufacturer narrative:
(B)(4).